Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 468 mg/dl while wearing the pod between 24 and 36 hours. The detailed blood glucose levels are as follows: (B)(6). The patient's father reported that the pod adhesive became loose at the infusion site (abdomen), causing the cannula to come out of the skin. As treatment, a new pod was applied.